Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she is seeing a partial halo on the left side of the left eye. She stated that her left eye is also sensitive to outdoor light. The implanting surgeon referred her to a specialist (neuro-ophthalmologist) for further evaluation. In a follow up, the specialist reported that the pt has complained of "a shadow on my left side," an "odd sensation" in this area, a diagonal line through her vision when the bright light, dizziness and was diagnosed with ptosis in the left eye. He also reported that a slit lamp exam of the left eye showed "a well-positioned iol" with a clear cornea, no capsule opacification, and normal ocular exterior; no abnormalities in color, visual field or amsler grid tests. A brain MRI (magnetic resonance imaging) performed after the iol implant surgery showed "mild generalized evolutional changes/small vessel white matter disease and bilateral mastoiditis." Except for a dot hemorrhage in her left eye, no abnormalities were seen in or around the left eye, which according to the specialist, could be related to the pt's aspirin use and is not significant. Additional info requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on 01/31/2012 and 02/13/2012 by phone, mail and fax. A completed questionnaire has not been received. (B)(4).